Event description:
While servicing the device, the 3rd party service group reported the unit performed a restart during testing. The 3rd party service group turned the unit back over to the customer, and recommended to the customer that the manufacturer be contacted for continuation of service. The respiratory care director contacted the manufacturers field service technician to verify the integrity of the unit. The service technician noted a restart occurrence during review of the device diagnostic log history. The service technician replaced the power switch to address the finding. Final applicable testing was completed and passed to operating specifications.